Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid fluid. The cause was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the onset the patient was treated with vancomycin injection (1 gram every 5th day and discontinued) and ceftazidime injection (500mg twice a day and discontinued) for the event. Fifteen days after onset, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.